Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Attempt has been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting a pcb00 20.5 diopter intraocular lens (iol) into the patient's eye, doctor noticed the back haptic was stuck in the injector. The iol was inserted, but had to be replaced with another pcb00 lens. There was no patient injury and the procedure was completed successfully.

Manufacturer narrative:
Corrected data: upon review it was noted the following additional information were inadvertently not included in the initial MDR report; therefore, the applicable fields have been updated accordingly in this supplemental report: additional information received indicated that the incision was enlarged and that suture was used. However, no adverse event with regards to patient outcome was reported. Sex: male. Adverse event and/or product problem: both adverse event and problem. Outcomes attributed to adverse event: required intervention. Initial reporter: (B)(6), health professional: yes. Occupation: physician. (B)(4). Type of reportable event: serious injury. Additional information: device available for evaluation: yes. Returned to manufacturer: 11/28/2018. Device returned to manufacturer?: yes. Device evaluation: the pcb00 device was received at the manufacturing site for investigation. The plunger was in completely advanced position and locked. The pcb00 device was observed under microscope and scarce amount of lubricant residues were observed inside the device. Per the directions for use (dfu) the viewing window should be filled completely with ovd. No lens was received loose or inside the device since per initial report doctor was able to inject lens but had to remove it. The complaint stuck in cartridge was not verified. What appear to be a piece of haptic was received attached to a tape but it could not be removed. Based on the piece of haptic received the complaint haptic damaged was not verified however, the haptic detached condition was observed however it could be related to the scarce amount of viscoelastic observed. No product quality deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The review identified no non-conformance report (ncr) associated to this production order. The product was manufactured and released according to specification. A search in complaint history revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.